Event description:
Patient reports "pain at catheter site for three months, numbness/tingling in hands and feet, had two MRI's showing suspected granuloma." A mylogram was scheduled. Drug used in pump was morphine. No additional information has been provided concerning the patient's current condition or outcome.

Manufacturer narrative:
.